Event description:
It was reported that the 9800 system collimator iris would not open at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera rotation gear was tightened during the service call. The system was tested and found to be working as intended and put back into service.